Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that interlink continu-flo solution set leaked from the "white round valve on the tubing". This occurred during infusion with unknown chemotherapy drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.